Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the specification, fold crease, an opening on the posterior side, and stress marks. A visual and microscopic analysis were performed which identified a sharp crease opening on the posterior side. A visual and microscopic analysis were performed which identified a sharp crease opening on the posterior side. Based on the device analysis, the final assessment is a pattern of sharp crease on the posterior side of the shell opening assessed as a fold flaw opening.

Event description:
Healthcare professional reported right side "periprosthetic retractile reaction with rupture", capsular contracture, baker grade iii, pain and perspiration of the silicone gel. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported right side "periprosthetic retractile reaction with rupture", capsular contracture, baker grade iii, pain and perspiration of the silicone gel. Device has been explanted.